Event description:
A baxter service tech reported infusion pump with a 538 failure code that occurred during service. The hosp rep stated that there has been no report of pt incident since the last baxter service event.